Manufacturer narrative:
Final analysis found that the outer and inner insulations were damaged at 27.2 cm from the connector pin as a result of clavicular crush. Electrical tests confirmed low lead impedance and shorting at this location.

Event description:
It was reported that in clinic, the right ventricular lead exhibited low lead impedance and high capture thresholds. Upon extraction, a lead fracture due to clavicular crush was observed. The lead was explanted and replaced without complication.